Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to evaluate the instrument and instrument data. After evaluation, the cse replaced the sample probe and performed precision testing. The cause of the discordant theo, myo and dig results is unknown. The cse successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant theophylline (theo), myoglobin (myo) and digoxin (dig) results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument. The corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant theo, myo and dig results.